Manufacturer narrative:
Pump was received with no act button response due to corroded act keypad trace. No button error alarm noted during testing. Pump had missing end cap sticker. Unable to perform rewind and basic occlusion, occluso in, prime,the excessive no delivery and displacement test due to no act button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 315 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.